Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15252068 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
During a percutaneous transluminal angioplasty the smart control, iliac 7x100ml stent failed to cross the left common iliac artery. It was also reported that while attempting to cross the lesion, the stent prematurely deployed from the sds, but was never implanted in the patient. After pre-dilatation was performed with 4mm bc (details unk), the smart control was advanced over gw (detail unk) but failed to cross the lesion. Ballooning and stent delivery were conducted several times, but the situation was the same and the stent was prematurely deployed in the end. However, it is unknown if the stent was fully or partially deployed from the sds. The stent was never implanted in the patient and the procedure was completed using another new product (details unk) without patient injury. No product return. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use.

Manufacturer narrative:
While attempting to cross a lesion in the left common iliac artery the stent prematurely deployed from the sds. The stent was removed and was never implanted in the patient. After pre-dilatation was performed the smart control was advanced but failed to cross the lesion. Ballooning and stent delivery were conducted several times, but the situation was the same and the stent prematurely deployed. The procedure was completed using another new product without reported patient injury. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15252068 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.